Event description:
During an esophagogastroduodenoscopy (egd) ulcer cautery, the cauterizing current became intermittent. The bipolar catheter was replaced and the replacement was found to be non-functional. A third catheter was inserted which was found to be functional and the procedure was completed. A functional checkout of the electrosurgical generator identified no defects. This problem had been observed with a single catheter on another patient a week before. The manufacturer indicates an intent to investigate.